Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the light pipes may wear and fracture during use. Fractures have been reported at the plastic tab, plastic prongs, and stainless steel pipe. These situations may be a result of (but are not limited to): excessive and/or improper bending or manipulating of the light pipes while attached to the retractor; normal wear and tear; improper use of the instrument; and/or accidental drop or contact with hard surface. A definitive cause for this event cannot be determined with the information provided. Evaluation: no manufacturing abnormalities could be detected.

Event description:
It was reported that plastic pieces fractured off the light pipe when it was removed from the retractor.